Event description:
Morphine sulfate via pca pump initiated. Physician's order read continuous rate 0.5 mg./hr. Pca dose a mg q 3 hr. Total 2.5 mg q3 hr. Pump programmed for continuous rate 1 mg/hr pca dose 0.5 mg q3 h. Total 2 mg/hr. 12 hours after pump originally programmed, error detected and corrected. Patient's condition remained stabledevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-sep-91. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: incorrect technique/procedure. Conclusion: user error caused event. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device discarded, device recalled by manufacturer/distributor, inserviced by other facility staff. The device was not destroyed/disposed of.